Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1007 and battery capacity depleted (bcd), indicating that the capacitor charge time was exceeded. Boston scientific technical services (ts) performed a data analysis and noted that there were no shorted lead faults but the device had declared end of life (eol) several months ago. The charge timeout was related to the device's depleted battery. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1007 and battery capacity depleted (bcd), indicating that the capacitor charge time was exceeded. Boston scientific technical services (ts) performed a data analysis and noted that there were no shorted lead faults but the device had declared end of life (eol) several months ago. The charge timeout was related to the device's depleted battery. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced.